Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2026.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) due to battery was flipped in the pocket. The patient underwent an ipg replacement procedure where in a non-rechargeable device was implanted. The patient was doing well postoperatively. The explanted device was discarded by the facility.